Manufacturer narrative:
Brake crank assembly.

Event description:
It was reported by service report that the brakes were not engaging and the brake cam assy was broken. No pt involvement or adverse consequences are reported.